Manufacturer narrative:
The investigation for the low pump flow has been completed. The returned complaint 5.5 pump visually inspected. No cannula kink observed. A big chunk of biomaterial observed in the outlet flow cage surrounding the impeller and blocked the purge gap. Data logs were reviewed which found positioning alarms occurred, but no indication confirmed related of the stated positioning issue. The cause of the low pump flow was biomaterial ingestion. The cause of the positioning issue cannot be determined as it is unclear based on the clinical details when the pump came out of position. Added- d6b, d9 device return date f6/f8 should have been left blank in the initial report.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a 42-year-old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported the 5.5 pump suddenly decreased flow and alarmed for suction. Flows couldn¿t reach greater than 0.8 liters per minute. The patient was moved to the operating room, where medical staff discovered the pump was oriented towards the mitral valve. Flow issues remained despite successful repositioning. Medical staff then decided to replace the pump. The patient survived the event, and no harm has been reported.